Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman d/l catheter segment was returned for sample evaluation. Visual, microscopic visual, tactile and function evaluations were performed. A split was noted on the clamping sleeve, proximal to the hub. Upon infusion, a leak from the split was observed while water exited the distal end of the extension leg. Therefore, the investigation is confirmed for the reported leak and identified fracture issue. However, the investigation is inconclusive for the reported hole in catheter issue as the remaining segments of the device were not returned. A definitive root cause for the reported issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twelve hours post a chronic catheter placement, the lumen allegedly broke. It was further reported that the catheter allegedly had a hole. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that twelve hours post a catheter placement, the lumen was allegedly broke. It was further reported that catheter had a hole. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, a photo review was provided, the investigation of the reported event is currently underway. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.